Event description:
Patient presented to the emergency department with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the or, repositioned the stimulation lead beneath the tissue, and closed the incision. Postoperative antibiotics were prescribed.